Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication livanova learned the involved device serial number. Model and serial number have been added to the dedicated d.4 section. Through follow-up communication under previous complaint from the same hospital, livanova learned that the device was cleaned regularly as per instructions for use, that the h2o2 monitoring was applied as per instructions for use and a pall filter was used for tap water. If the device is stored full of water the h2o2 level is checked daily as prescribed in the instructions for use. When the device is not used, is it stored drained. The hospital does not use patient reusable heating blankets and aerosol collection set is replaced after the allowed use period. The device is placed inside the operation theater during use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: through follow-up communication under previous complaint from the same hospital, livanova learned that per the hospital's protocol, the water circuits are not disinfected prior to storing the heater cooler 3t system. This is not in accordance with device instructions for use and this deviation may have led/contributed to the reported contamination.

Event description:
Livanova deutschland has received a report that a 3t heater cooler is contaminated with chimaera post procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. D.4. The serial number of the 3t heater cooler was not provided. The UDI is unknown. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H.4 the serial number of the 3t heater cooler was not provided. The manufacturing date is unknown h.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in france. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.